Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
In in-coming inspection at distribution center, it was found that there was a foreign material (fiber) in package.

Manufacturer narrative:
Product inquiry states the guide wire, ball-tipped, sterile t2 tibia ø3x800 mm to be the subject product. No further associated products were reported. A review of the DHR revealed no discrepancies. The reported event was confirmed. All seals and original packaging are still intact. Thus, the pollution must have occurred during the packaging process at stryker kiel, which was not detected during inspection. Based on the above facts the root cause of the reported event is related to an inadequate packaging process. The found black fibre accumulations have to be classified as a non-conformance. For a former similar case ncr had been initiated. This ncr resulted in CAPA, which is still under implementation. Review of complaint history and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are further open actions in place related to the reported event for the subject product in connection with CAPA.

Event description:
In in-coming inspection at distribution center it was found that there was a foreign material (fiber) in package.

Manufacturer narrative:
Product inquiry states the guide wire, ball-tipped, sterile t2 tibia ø3x800 mm to be the subject product. No further associated products were reported. A review of the DHR revealed no discrepancies. The reported event was confirmed. All seals and original packaging are still intact. Thus, the pollution must have occurred during the packaging process at stryker kiel, which was not detected during inspection. Based on the above facts the root cause of the reported event is related to an inadequate packaging process. The found black fibre accumulations have to be classified as a non-conformance. For a former similar case ncr had been initiated. This ncr resulted in CAPA, which is still under implementation. Review of complaint history and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are further open actions in place related to the reported event for the subject product in connection with CAPA.

Event description:
In in-coming inspection at distribution center it was found that there was a foreign material (fiber) in package.